Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was inspected, the cuff did not inflate/deflate normally due to air leak in the pilot valve. There was no patient involvement.

Manufacturer narrative:
Additional information: a1, d3, d9 (return date), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted there was presence of small fibers in the pilot balloon. Functionally, an inflation/deflation test was performed using syringe 25cc of air was applied to the cuff, and it was observed the cuff deflated after an few minutes, the sample was submerged into a container filled with water and it was observed the pilot balloon leaked trough the pvt valve. It was reported that the cuff did not inflate/deflate normally due to air leak in the pilot valve. The reported issue was confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: each tube¿s cuff, pilot balloon and valve should be tested by inflation prior to use. If dysfunction is detected in any part of the inflation system, the tube should not be used and be returned. Do not overinflate the cuff. Ordinarily, the cuff pressure should not exceed 25 cmh2o. Over inflation can result in tracheal damage, rupture of the cuff with subsequent deflation, or in cuff distortion which may lead to airway blockage. Syringes, three-way stopcocks or other devices should not be left inserted in the inflation valve for an extended period of time. The resulting stress could crack the valve housing and allow the cuff to deflate. During an MRI scan the pilot balloon should be secured near the y connector of the ventilator circuit at least 3 cm from the area of interest to prevent movement and image distortion. If the device is lubricated prior to insertion, follow manufacturer¿s application instructions. Excessive amounts of lubricant can dry on the inner surface of the tracheal tube resulting in either a lubricant plug or a clear film that partially or totally blocks the airway. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.